Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17652789 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a vascular access intervention therapy (vaivt) procedure, a 6mmx10cm 90 saber balloon ruptured during inflation in the anastomotic part of the forearms lesion. The saber could then only be deflated halfway. The non-cordis guidewire in use got stuck on the saber and when the physician tried to remove them together, the saber separated. The physician tried to remove the separated segment with a snare, but was unsuccessful. Another procedure was performed and everything was removed. The lesion was a total chronic occlusion (cto). Initially, the non-cordis guidewire that was used, crossed the lesion.

Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h2, h3, and h6 have been updated accordingly. Addendum for additional information received: the target lesion was the region between the shunt anastomosis and the anastomosis proximal vein. The lesion has no calcification but moderate vessel tortuosity. The device was stored on the shelf and was handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and pressed normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was not any resistance/friction while inserting the balloon through the rotating hemostatic valve and there were no guiding catheters used in this procedure. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no reported patient injury and the patient¿s hospitalization was not extended as a result of the event. An image is available for review. As reported, during a vascular access intervention therapy (vaivt) procedure, a 6x100mm 90cm saber balloon ruptured during inflation in the anastomotic part of the forearms lesion. The saber could then only be deflated halfway. The non-cordis guidewire in use got stuck on the saber and when the physician tried to remove them together, the saber separated. The physician tried to remove the separated segment with a snare, but was unsuccessful. Another procedure was performed and everything was removed. There was no reported patient injury. The target lesion was the region between the shunt anastomosis and the anastomosis proximal vein. The lesion has no calcification but moderate vessel tortuosity. The lesion was a total chronic occlusion (cto). The device was stored on the shelf and was handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU and pressed normally (i.e. Maintain negative pressure). Initially, the non-cordis guidewire that was used, crossed the lesion. There was not any resistance/friction while inserting the balloon through the rotating hemostatic valve and there were no guiding catheters used in this procedure. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The same indeflator was used successfully with other devices. The patient¿s hospitalization was not extended as a result of the event. Additionally, a procedural image was received. An image of the forearm with what appears to be an av fistula was provided. Two markerbands possibly belonging to a balloon catheter can be seen at the distal part of the arm. However, as the image provided was without contrast, it is not possible to assess the condition of the balloon at this time. A non-sterile 6x100mm 90cm saber product was received for evaluation coiled inside of a clear plastic bag. Product was unpacked to do a first visual inspection without any optical magnifying device. The saber unit received presented a balloon separated condition and an inner body separation. The separated distal section of the balloon and the inner body distal section were not received for analysis. No damages or anomalies were observed to the balloon or on the rest of the device. Functional test was not carried out due to the condition in which one the balloon was received. Scanning electron microscope (sem) analysis results showed that the balloon¿s internal surface did not present any evidence of damage or defect. However, the external surface presented evidence of elongations and stretching marks near the balloon separated area. It is very likely that the same factors that caused the elongations and stretching marks on the balloon¿s outer surface could have also contributed to the separated condition found on the received balloon. The elongations and stretching marks observed could be related to an application of a force that induced a material stretching/deformation until rupture. No other anomalies were found during analysis. A device history record (DHR) review of lot 17652789 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿balloon deflation difficulty partial or slow¿ were not confirmed through analysis of the returned device due to the separated condition in which it was received. However, the reported ¿balloon separated in patient¿ was confirmed through analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, lesion characteristics (cto with moderate tortuosity) most likely contributed to the balloon burst reported, which led to the difficulty deflating the balloon since negative pressure could not be applied to the properly to the balloon. Handling factors of a ruptured, partially inflated balloon most likely contributed to the separation of the distal part of the balloon as evidenced by the elongations and material stretching/deformation noted during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the product analysis nor the DHR review suggests that the event reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.